Event description:
It was reported that bd vacutainer® push button blood collection set failed to retract. The following information was provided by the initial reporter: "material no. 367344, batch no. 0055292. It was reported that the needle failed to retract. Per email: we had another needle do the same thing yesterday 12/29. Lot 0055292 (complaint previously reported was captured on (B)(4))."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-01-04. H6: investigation summary: bd received ten (10) samples from the customer for investigation. All samples were evaluated by functional testing and the indicated failure mode for retraction issue with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd vacutainer® push button blood collection set failed to retract. The following information was provided by the initial reporter: "material no. 367344 batch no. 0055292. It was reported that the needle failed to retract. Per email: we had another needle do the same thing yesterday (B)(6). Lot 0055292 (complaint previously reported was captured on (B)(4)."